Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off from the thread, sometimes at the opening of the box, sometimes during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify did the event occur during one or multiple procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 2. Please clarify how many devices was defective in this single procedure 3. Please clarify if there were consequences for the patient. 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The needle of the sutures pulled off easily, or even when the needle was taken by the needle holder, the needle already pulled off. No patient consequence. The customers was using twice as many devices as they should for the same result and the same number of procedures: tens of times. 10 others complaints will be opened: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08131 & 2210968-2023-08132, 2210968-2023-08134, 2210968-2023-08135, 2210968-2023-08137, 2210968-2023-08138, 2210968-2023-08140, 2210968-2023-08141, 2210968-2023-08142, 2210968-2023-08144, and 2210968-2023-08145.